Event description:
A 3-d head popped off post-operatively. A 2-level plate was implanted in 2004 at l4-s1. Four pedicle screws were implanted at l4 and s1. Three to four months post-operative the head at the right side of l4 was noted to have popped off. Sometime in november and december pt felt a "pop" in the back and an x-ray found the rod had disengaged on the left of l4 but was secure at s1. Pt was noted with a non-union and was revised.